Event description:
The patient reported that the audio bolus button was unresponsive and required several presses in order to get it respond. The patient also indicated that he did not clean the pump and wore the pump attached to his belt.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 12/23/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: all pump buttons were found to be responding appropriately to button presses. No bolus button issues were found.